Event description:
It was reported that it was difficult to interrogate the pulse generator. The rf connection had been lost and interrogation of the device took longer than expected but was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.